Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 1.4, 1.2 and 1.6 inr. The corresponding lab result reported was 2.4, 1.8 and 2.7 inr.